Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Neurological dysfunctions, sepsis, and respiratory dysfunctions are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Lvad implantation is associated with numerous risks. Serious and life threatening adverse events, including stroke and bleeding have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke in this patient include pre-existing comorbidities, recent sepsis, and oral anticoagulation therapy. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remains implanted.

Event description:
It was reported that on (B)(6) 2015 the patient started with the event and that on (B)(6) was admitted to the hospital from home, vaguely ill for about a week when he lost consciousness, and his eyes rolled back in his head, and his arms elevated and flexed, and his head turned to the left. Immediately post seizure, he regained consciousness but was confused. Emergency medical system (ems) was called and patient had another seizure in the ambulance and a third in the emergency room (ER). Patient was also with left-sided weakness. Computed tomography (CT) showed a new right frontal hematoma measuring 2.5 x 1.9 cm centered about the periphery of the right frontal lobe with a small volume of subarachnoid hemorrhage along the anterior right frontal lobe. There is a small amount of vasogenic edema associated with the area of hemorrhage, with no significant mass effect or midline shift. Patient was given keppra 2000 mg intravenous (IV) to stop the seizures. Neuro surgery also saw patient and it was stated that they did not require intervention now. They felt this was highly suspicious for an embolic stroke which converted to hemorrhagic and suggested looking for an infection. It was stated that the patient did have blood cultures drawn which did show sepsis. Patient remained somewhat combative, though, so he was intubated for airway protection. Patient became combative and with altered mental status and was intubated for his protection. He was admitted to the intensive care unit (ICU) for close monitoring. Neurology saw patient on the (B)(6) 2015 and recommended reversal of anticoagulation and for blood pressure to be kept below 140 systolic. They also ordered keppra 1000 mg twice a day (bid) for seizure prevention. Follow up cts on (B)(6) showed no significant change in the size of the hematoma or subarachnoid hemorrhage. Patient did have an electroencephalogram (eeg) done on (B)(6) 2015 which showed a mildly abnormal awake, adult eeg because of polymorphic poorly sustained background suggestive of mild encephalopathy. No specific etiology. No seizures were recorded aspirin and coumadin held at admission. It was stated that the patient self-extubated in early morning of (B)(6) 2015, but did not require re-intubation. It was also stated that the respiratory issues resolved on (B)(6) 2015. Patient was taking 4.5 mg coumadin and 81mg aspirin daily. The patient had an echo which showed an ejection fraction (ef) of 10-15% with no thrombus or vegetation seen. He remained intermittently confused, but he did improve, enough to be discharged to rehab on (B)(6) 2015. No additional information available.